Manufacturer narrative:
An event of the sheath introducer split when advancing the delivery sheath during procedure was reported. The investigation at abbott found that the dilator was noted to have a split cut at the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer torqvue delivery sheath was selected to implant a device. During the procedure, when advancing the delivery sheath and introducer over the non-abbott guidewire, it was noticed that the delivery sheath introducer had split. It appeared as though the guidewire was coming out of the side of the introducer. The device was replaced with a new 14f amplatzer torqvue delivery sheath and the procedure was completed. The patient is stable.